Manufacturer narrative:
Conclusion updated with additional information received: as reported in the legal notice, a trapease vena cava filter was removed by a pathologist following the death of a patient. The notification from the pathologist to the plaintiff's attorney was received of a procedure involving removal of a foreign object in the right ventricle repair tricuspid. The report states, "received fresh and additionally designated as "foreign body" are three pieces of metal wires, the largest of which has an incomplete umbrella (ike configuration with two pointed ends, measuring 5 cm in height x 3 cm in central diameter. The second fragment has one branched wire and is 5 cm in length and seems to be part of the first portion of the specimen. The third portion is a single small wire, 1.5 cm in length. At the request of the surgeon, the specimen will be returned to the operating room who will return to the manufacturer." Additional information received indicated that the filter had been implanted on (B)(6) 2014. After implantation, the ivc filter fractured and the fractured pieces/the entire device migrated to the other parts of the patient¿s body, including the heart. On (B)(6) 2016, the portions of the filter were surgically removed from the heart. On or about (B)(6) 2016, the patient died from complications related to the filter including cardiac arrest and acute pulmonary edema. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture/separation and migration of the filter could not be confirmed and the exact cause could not be determined. The mechanism of the fracture and migration are unknown at this time, however, the information available suggests the event occurred approximately two years post implantation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received that the device was implanted on (B)(6) 2014. Additional information also received indicated that after implantation, the ivc filter fractured and the fractured pieces/the entire device migrated to the other parts of the patient¿s body, including the heart. On (B)(6) 2016, the portions of the filter were surgically removed from the heart. On or about (B)(6) 2016, the patient died from complications related to the filter including cardiac arrest and acute pulmonary edema. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported in the legal notice, a trapease vena cava filter was removed by a pathologist following the death of a patient. The notification from the pathologist to the plaintiff's attorney was received of a procedure involving removal of a foreign object in the right ventricle repair tricuspid. The report states, "received fresh and additionally designated as "foreign body" are three pieces of metal wires, the largest of which has an incomplete umbrella (ike configuration with two pointed ends, measuring 5 cm in height x 3 cm in central diameter. The second fragment has one branched wire and is 5 cm in length and seems to be part of the first portion of the specimen. The third portion is a single small wire, 1.5 cm in length. At the request of the surgeon, the specimen will be returned to the o.r. Who will return to the manufacturer." The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture/separation and migration of the filter could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture and migration are unknown at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal notice regarding (B)(6), following the death of the patient implanted with a trapease vena cava filter, it was removed by a pathologist. The notification from the pathologist to the plaintiff's attorney was received of a procedure involving removal of a foreign object in the right ventricle repair tricuspid. The report states"received fresh and additionally designated as "foreign body" are three pieces of metal wires, the largest of which has an incomplete umbrella (ike configuration with two pointed ends, measuring 5 cm in height x 3 cm in central diameter. The second fragment has one branched wire and is 5 cm in length and seems to be part of the first portion of the specimen. The third portion is a single small wire, 1.5 cm in length. At the request of the surgeon, the specimen will be returned to the o.r. Who will return to the manufacturer."